Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged the patient had a blood glucose 46 mg/dl with cognitive impairment and severe dizziness. The patient self-treated with food and drink. During troubleshooting, customer support found that the patient had entered the incorrect time in the pump, and attributed the bg excursion to user error. Patient remains on pump. This complaint is being reported because the patient experienced hypoglycemia related to use error.